Manufacturer narrative:
A ge service rep performed an on site investigation. The power connector and high voltage cable were repaired and the power supply 1 and the x-ray controller board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a collimator iris potentiometer and filament calibration error messages at boot up prior to a case. No pt injury was reported.